Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the objective lens broken, the suction channel buckled, the operation channel (primary) deformed, the lcb distal cover glass scratched, the segment worn out, and the ccd module with drive pcb pixels; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.